Manufacturer narrative:
Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. They caller reported that they have been trying since december to get the patient's implanted battery checked so patient get it replaced. The healthcare professionals (hcps) attending the pt have stated the ins battery was depleted, which caller confirmed was due to normal battery depletion. (B)(6) 2021 the caller stated that the patient had a return of symptoms, was in the hospital three times, had to be catheterized and contracted a bacterial infection. Caller also stated since pt was hospitalized they had developed a uti. Caller believes the battery has been dead since probably before christmas. (B)(6) 2022 the patient¿s friend states the device was checked and found to be turned off. The patient had a fall, and they didn't know if that¿s why it was off or not. The device was back on now and their symptoms had improved. Caller states the device was checked and has 2 years of battery life left on it, and it is fine. The patient¿s catheter is out now and the stimulator is working.

Manufacturer narrative:
H6 correction: ime code e1310 does not apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.